Event description:
The pt was included in a clinical study. The report from the affiliate indicated that the pt returned to the hosp eight (8) months after the index procedure during the follow-up period. The pt was asymptomatic. Coronary angiography was done and demonstrated restenosis at and around the distal edge section of the previously implanted cypher stent. The stenosis was a 100% occlusion. The physician used three (3) guidewires: a whisper, a maverick, and a magic in an unsuccessful attempt to cross the stenosis. The lesion was left untreated. No further treatemnt is planned as the pt's was unchanged. The index procedure was an elective case. The target lesion was the proximal right coronary artery (rca). The procedure was done by the femoral approach. The target lesion was reported to be: de novo, concentric, a diffuse lesion, not a bifurcation lesion, not calcified, tortuosity unknown, a 94% stenosis, 17.66 mm in length, and type c. The lesion was pre-dilated with a 1.5/10mm balloon at 12 atm with the inflation time unk. A cupher 3.5/23 mm stent was deployyed at 14 atm for 61 sec. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The stent to vessel sizing was not one to one (1:1). The residual stenosis was 18%. The pre-procedure medications were: aspirin 100 mg/day, ticlid 100mg/day, and cilostazol 100 mg/day. The intra-procedure medications were: heparin 12,000 units, isosorbide dinitrate 20 mg/day, aspirin 100 mg/day, ticlid 200 mg/day, and cilostazol 100 mg/day. Post procedure medications were: aspirin 100 mg/day, ticlid 200 mg/day, and cilostazol 100 mg/day.